Event description:
Cleaner rotational thrombectomy system tip broke off within the patient's fistula and required a lengthy additional procedure with fluoroscopic guidance to retrieve it from the vein. Harms included additional exposure to radiation, additional procedural time, and risk of harm during attempted retrieval.

Manufacturer narrative:
According to the report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.